Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 515 mg/dl with moderate ketones associated with an inaccurate delivery issue. It was reported that the patient had just restarted a cortisone cream for eczema. Reportedly, the patient discontinued the insulin pump and received phone advice from their healthcare provider and self-treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box showed that on (B)(6) 2014 at 11:39 there was an unexplained loss of prime event; deliveries resumed at 12:26. There was another unexplained loss of prime on (B)(6) 2014 at 12:39; deliveries never resumed. The last bolus delivery was on (B)(6) 2014. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.